Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) screws to connect the pacing leads were very tight. It was further reported that when the pacing leads were connected to the ipg, the ipg did not sense that the pacing leads were connected. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.